Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient is experiencing bite issues that is causing patient to not be able to chew food properly. Patient reports that 4 teeth make contact with each other, and they are also having jaw issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.